Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The lesion was located in a moderately calcified right coronary artery. The nc quantum apex mr 8mm x 3.50mm balloon was being used for post dilatation of a 3.5x18mm non-bsc stent. On the first inflation the balloon ruptured at twelve atmospheres. The procedure was completed with a 3.25x8mm nc non-bsc balloon. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).